Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer would not power up noting that the programmer powered up as normal. Analysis was able to confirm that the cursor and the stylus were misaligned. Analysis also found that a screw from the xy board fell out and was rattling in the display area, the stylus was missing, and the handle covers were cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not turn on and could not be calibrated. The programmer was returned for service. There was no patient involvement.